Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, the customer did not perform the cartridge air removal step. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer¿s blood glucose level was 158 mg/dl.